Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver/smart device occurred. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A pairing test with (B)(4) bluetooth device was performed and the transmitter failed. A voltage test was performed and the transmitter passed. A review of the downloaded data log confirmed the reported event of loss of connection. The probable cause is defective transmitter.